Manufacturer narrative:
Device passed the displacement test, rewind test, prime or a33 test and excessive no delivery test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Unable to perform the basic occlusion test, occlusion test and delivery accuracy test due to completely broken off reservoir tube lip. The test p-cap and reservoir will not lock in place in the reservoir compartment due to completely broken off reservoir tube lip. Device also had a missing reservoir tube o-ring, minor scratched display window, scratched case, cracked belt clip slot, scratched reservoir tube window and stained end cap sticker. Device uploaded properly using carelink.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that customer was hospitalized due to diabetic ketoacidosis and vomiting. The customer's blood glucose level was unknown. Customer using insulin pump within 48 hours of high blood glucose of event. The customer reported that insulin pump was not working. Customer was treated with manual injection. Mother refused troubleshooting the device at the time. The insulin pump will be returned for analysis.